Event description:
The customer reported a stitching problem, which can potentially lead to a misdiagnosis.

Manufacturer narrative:
The field service investigation identified that the physician was not using the system correctly; the automatic stitching process can lead to an incorrect image. Automatic stitching does not mean a successful rate of 100%. Successful automatic stitching depends on several prerequisites. In few cases, some manual interventions may be necessary. No misdiagnosis happened at the site and the customer was retained. The IFU wasn't followed and we are issuing a more robust... (B)(4).